Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. The reported patient effects of dissection, stenosis, perforation and embolism is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. A conclusive cause for the reported dissection, stenosis, perforation and embolism, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, d6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the article are captured under separate medwatch report. Article titled "directional atherectomy with antirestenotic therapy versus pta/supera stenting for popliteal artery lesions: a propensity-matched analysis".

Event description:
It was reported through a research article comparing use and impact of directional atherectomy with antirestenotic therapy (daart) versus angioplasty plus supera self-expanding stent implantation on the outcomes during endovascular treatment of popliteal lesions. Angioplasty before stenting of the supera was performed and post dilatation was performed with the balloon that was used for pre-dilatation. Both groups were noted to experience (dissection, perforation, distal embolism) during the procedure and both groups were treated with prolonged poba. At the 30 day follow up and 1 year follow up it was noted both groups had amputation, primary patency, target lesion revascularization and death. In conclusion after the 12 month follow up it, the patients who under went daart technique or pta/supera stenting are not different regardless of patient and plaque characteristics. Specific patient information is documented as unknown. Details are listed in the article, titled " directional atherectomy with antirestenotic therapy versus pta/supera stenting for popliteal artery lesions: a propensity-matched analysis". No additional information was provided.